Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that 80% post procedural stenosis remained. In (B)(6) 2017, the patient was presented with unstable angina. The patient was then referred for cardiac catheterization and index procedure was performed. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 70% stenosis and was 36 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.5 x 38 mm synergy stent. Following post-dilatation, residual stenosis was 1%. Target lesion #2 was located in the proximal left circumflex (lcx) with 80% post procedural residual stenosis and was 14 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct placement of a 3.5 x 38 mm synergy ii everolimus-eluting platinum chromium coronary stent system. Post stent deployment, the residual stenosis remained same. The following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Event description:
It was further reported that it was an error as per site confirmation, the post-procedural percent diameter stenosis was 1% and not 80% as previously reported. Hence, the complaint is withdrawn.